Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information notes the physician was not too concerned since the patient wasn't dependent and the patient has other health issues unrelated to the device at the moment. On (B)(6) 2019, it was noted that there are no plans to explant the device. Device will be monitored. The patient is stable.